Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Citation: j clin med. 2025 aug 27;14(17):6065. Doi: 10.3390/jcm14176065. Pmid: 40943824; pmcid: pmc12428890. Https://doi.org/10.3390/jcm14176065.

Event description:
Comparison of open versus minimally invasive repair of colovesical fistula: a case report and propensity-matched national database analysis. This article presents two cases of colovesical fistula secondary to diverticulitis. In case 2, a 45-year-old male patient underwent robotic-assisted laparoscopic sigmoidectomy using polyglactin 910 (vicryl® 2-0 and 3-0, ethicon, inc., somerville, nj, USA) for a hand-sewn coloanal anastomosis, and polydioxanone (pds ii® 0, ethicon, inc., somerville, nj, USA) and poliglecaprone 25 (monocryl® 4-0, ethicon, inc., somerville, nj, USA) were used for skin closure. Reported complications are: n=1; 45-year-old; male. -complicated by intra-abdominal and subcutaneous fluid collections. Treatment: readmission for intravenous antibiotics and image-guided drainage. -persistent prostatic urethral leak. Treatment: not mentioned. -small coloanal anastomotic dehiscence. Treatment: not mentioned. -persistent presacral collection and minimal urethral contrast leakage. Treatment: not mentioned. In conclusion, minimally invasive repair of colovesical fistulas was associated with shorter hospital stays than open surgery, with no significant differences in major complications. Early identification and timely surgical management are critical for achieving favorable outcomes.